Manufacturer narrative:
An event of stenosis and high gradient was reported. The reported pannus could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that the physician attributed the pannus formation to patient anatomy.

Event description:
On an unknown date in 2016, an aortic valve replacement (avr) was performed and a trifecta valve was implanted in the aortic position. On an unknown date in (B)(6) 2019, the patient presented with aortic stenosis, a gradient of 90mmhg and respiratory discomfort. The trifecta was explanted and exchanged for a inspiris resilia aortic valve. At explant, pannus was observed on the inflow side of the explanted valve without evidence of a leaflet tear. The physician attributes the pannus formation to patient anatomy. No additional information is available.

Event description:
On an unknown date in 2016, an aortic valve replacement (avr) was performed and a trifecta valve was implanted in the aortic position. On an unknown date in (B)(6) 2019, the device was explanted and exchanged for a inspiris resilia aortic valve due to aortic stenosis and patient symptoms of respiratory discomfort and a high gradient of 90mmhg. Pannus was observed on the inflow side of the explanted valve without evidence of a leaflet tear. The physician attributes the pannus formation to patient anatomy; however, he suggests the event may be caused by early structural valve deterioration of the device.